Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had something that looked like a string coming out of the driveline site. When tugged on, it pulled from the inside alongside the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected material being present at the driveline exit site was confirmed via the submitted photos. The customer provided photos that showed a string like material that did not appear to be a part of the velour at the exit site. Provided information indicated that when the patient tugged on the "string" it appeared to be coming from inside the exit site along the driveline. Attempts were made to gather more information regarding the event, including the origin of the material; to date no response has been received. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. A specific cause for the unexpected material at the driveline exit site was unable to be conclusively determined through this evaluation, and a direct correlation with the heartmate (hm) 3 left ventricular assist system (lvas) could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 6 of the IFU ¿patient care and management¿ includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 8 of the IFU, ¿equipment storage and care,¿ contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate 3,¿ also contains information regarding how to clean and care for the driveline. This document also contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.